Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise episodes in the right ventricular (rv) lead resulting in over-sensing were reported. The sensibility was modified in order to resolve this issue and the patient was stable.